Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having presented 6 to 8 months postoperative her total hip with thigh pain. The surgeon determined that the taperfill stem was loose and needed to be revised. He decided to use a cemented stem to guarantee fixation.